Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative. The alarm started by (B)(6) 2015. It was noticed 14/12 the note "engine stalled". The representative "filled like that planned the pump with a good coherence between the posted(shown) residue and what was taken." The patient ached and was spastic. On the same day the observation of a "liquidienne collection" was around the pump. It was "punctured and sent to systematics in bacteriology." "A germ was highlighted." The pump was explanted due to sepsis and dysfunction noted as the pump stalled. During the ablation, 40ml was removed from the reservoir, indicating that it had not emptied. The patient was "under lioresal and was given a pump soon. The pump was implanted for spasticity in paraparesis.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider via a representative regarding a patient who was receiving lioresal via an implantable pump. The concentration and dose were not provided and reported as unknown at the time of the report. It was reported that this event occurred during a refill procedure. When the physician had requested the pump before the refill the pump alarmed and upon interrogation it was noted that the pump engine had stalled and there was no drug delivery. The physician had fully reprogrammed the pump and the pump was restarted. The physician prescribed oral lioresal if the pump alarm started again (patient has requirement for lioresal treatment by mouth). At the time of the report the patient's status was reported as alive-no injury. It was unknown if the issue was resolved at the time of the report. Reportedly, a pump change will occur in (B)(6). Although it was later reported that the replacement was planned for (B)(6) 2015. It was further reported that the pump was explanted on (B)(6) 2015 and the physician wanted to the purge the pump and realized that the reservoir of the pump was full. The pump seemed not to have delivered from the product and had stopped. The lioresal lot number and concomitant medications were not obtainable. Additional information was requested to clarify the concentration, dose, cause of the stall, number of stalls, the log availability, troubleshooting performed to restart the pump, and patient status but the additional information returned was reported pertaining to these inquiries were noted as either unknown or having no further information. Additional information was requested for the patient's medical history, indications for use, patient symptoms, and date of the stall. The pump was expected to be returned after explant. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Additional information provided in supplemental report #1 indicated that a life threatening event occurred, as such the outcome attributed to the adverse event was updated/corrected.

Manufacturer narrative:
Analysis found gear train anomalies due to corrosion and-or wear and-or lubrication and stall due to shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.